Manufacturer narrative:
Customer complaint notes, stated motor error and cracked. Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed a motor error alarm. Customer was able to clear the alarm and completed insulin pump rewind. Customer also reported that there was more than one motor error alarm. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.